Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-may-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a qdot micro catheter and an irrigation issue (device used in patient) and the blood coagulated in the irrigation ports were observed. The irrigation tubing fell out of the connection where it plugs into the catheter. They also found blood coagulated in the irrigation ports on the tip of the catheter. The catheter was replaced to continue the procedure. No patient consequence reported. Additional information was received. The blood coagulated was found on the tip electrode. No error presented on the system. The physician noticed the issue. No ablation was performed with this catheter. The physician considered that the blood coagulated was excessive enough to change the catheters. No error, physician noticed irrigation disconnected from catheter while in the right atrium (ra) before any ablation was performed. Physician attempted to flush the tip of the catheter with syringes of saline, but could not get the coagulum completely removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).